Event description:
The philips 1.5 telsula MRI unit has self-quenched three times in the past 90 days. The first occurrence was in december at 9:30 p.m. When the center was closed, the unit self-quenched again in 03/2006 at approximately 4:00 p.m. After the center closed for the day, and the magnet self-quenched again today at approximately 12:00 p.m. Approximately 15 minutes after a pt was removed from the unit. Philips medical systems service manager and personnel have been notified each itme about this problem, but have not given an explanation as to why it is continuing to occur. The continued frequent occurrences of the release of the helium from the magnet pose a potential safety risk to pts placed in the unit for MRI procedures.